Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was separated at 120.5cm distal of the strain relief. No further damages or kinks to the sheath were identified. The separated ends of the sheath were stretched and torn. The damage to the sheath is consistent to damage from over tightening the hemostasis valve. The torn sheath would have been caused due to the over-tightening of the valve and resistance causing the sheath to tear.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the shaft was kinked. The target lesion area was located in the mid right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the drive shaft was kinked. The procedure was completed with a different device. There were no complications reported. However, device investigations revealed sheath separation.